Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer performed a hard power cycle with the system and when the system powered up, no faults or system messages were experienced. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that they were not able to control arms. The system was used in two procedures today. The customer performed a hard power cycle on the system and when the system powered up, no faults or system messages were experienced. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer could not recall exact dates however they have stated that it has happened again (B)(6) 2025 with another surgeon. They had to do a hard reset on the robot after finishing first case. The customer called technical support to see if a representative could come out and investigate the issue as it was becoming reoccurring. They were able to complete the procedure using the same surgeon side console, but it was difficult and prolonged dock time. There was no patient injury.